Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via data transmission of the implantable cardioverter defibrillator. Upon examination of the transmission, it was discovered that the device exhibited myopotential oversensing. The device was then reprogrammed and the anomaly was resolved. No patient symptoms were noted and the patient remained in stable condition.